Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens before discovering it was the wrong size. The lens was removed immediately without any pt injury. The reporter stated the incident was due to a surgeon error.

Manufacturer narrative:
Visual inspection of the returned prod showed that there was evidence of a clear surgical residue, however, there was no visible damage to lens.